Manufacturer narrative:
System did not display interlock.

Event description:
Following a routine svc visit, qa checks were performed by the site physicist. It was noticed that the measured output dose was out of spec. Although this user facility performs these qa checks daily, the system did not automatically display an interlock when the values were out of spec.